Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Competitor cement was used.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 3610226. Device history review : product code 150600004, work order 3610226 was manufactured on 02 may 2013. 12 parts were manufactured per specification and all raw materials met specification

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/24/2016 medical records received. After review of the medical records for MDR reportability, the patient also experienced pain. There is no new additional information that would affect the existing investigation.

Event description:
Medical records ad (B)(6) 2019 were reviewed on (B)(6) 2019. (B)(6) 2013: primary total knee arthroplasty was performed with attune implants with competitor cement secondary to long-standing right knee pain with no response to conservative measures. No intraoperative complications were noted. (B)(6) 2016: revision of the tibial component and insert was performed secondary to loosening of the tibial component. The tibial component was undermined with a thin osteotome and the tibial component was removed and completely de-bonded from the cement, indicating loosening at the cement to implant interface. The femoral component was not revised as it was noted to be stable. No intraoperative complications were noted. Pmh: severe osteoarthritis of the right knee. Doi: (B)(6) 2013. Dor: (B)(6) 2016 (insert, tray) (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   added: description of event or problem, other relevant history, medical products & therapy dates, evaluation codes (no code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/06/2017 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on: 03/27/2017.

Manufacturer narrative:
Update: reopened to request device history record review. The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.